Event description:
Leica biosystems received a complaint that: ".......samples are very dry and for some uninterpretable." As of (B)(6) 2015, leica biosystems has not received information as to the final status of the affected tissue samples despite several requests for this information being made to the complainant. Investigation of this complaint by leica biosystems is in progress.

Manufacturer narrative:
The date was incorrectly recorded in the initial 30-day FDA 3500a report.

Manufacturer narrative:
Based on the information available: the specific protocol(s)/processing run(s) from which tissue samples exhibited sub-optimal processing was not provided by the complainant. There is no evidence that a mechanical fault contributed to the sub-optimal tissue processing reported by the complainant. Configuration of the instrument is deemed to be not acceptable. The concentration threshold for the ethanol and xylene cleaning reagents is set to 65% on this instrument and there is evidence of use of cleaning reagents at a concentration below the minimum concentration threshold of 88% recommended for the cleaning reagents in the leica peloris user manual and quick tips. The consequences of using cleaning reagents at a concentration less than 88% for retort cleaning protocols is inadequate cleaning of the retort(s) and transfer of residual wax from the retort(s) to reagents used during subsequent tissue processing runs. The root cause of the suboptimal processing could not be unequivocally determined with the available information. Although the use of processing reagents that were contaminated with wax could have contributed to the suboptimal processing reported, this could not be confirmed during the investigation.

Event description:
As at 05 february 2016, leica biosystems has not received information as to the patient outcome despite several requests for this information being made to the complainant.